Manufacturer narrative:
Additional information: b5 correction: d1, d4- model#, lot #, catalog #, expiration date, primary UDI number, d9, h3: device evaluated by manufacturer- not returned to manufacturer, h4: device manufacture date. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje g1: contact office country: united states g1: manufacturing site country: united states g4- PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 15jan2025, it was confirmed that there was no difficulty advancing and removing the metal cannula from the catheter nor the trocar stylet through the metal cannula.

Manufacturer narrative:
Additional information: d9, h3 h3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further investigation, this event is not reportable. The customer clarified that there was no difficulty advancing and removing the metal cannula from the catheter. There was no difficulty advancing and removing the trocar stylet through the metal cannula. The device was returned to cook on 04mar2025. Device investigation concluded all components measured within specification; there was no problem detected. Therefore, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction of a cook device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy, d2b- additional product codes: gbo; lje, g4- PMA/510(k) #: k173035. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was being placed during a thoracocentesis and found "to be a mismatch with the puncture needle." It was believed the needle core was longer then the tip of the catheter. Difficult advancement and withdraw of the needle was noted. The drainage catheter was replaced with another type of drainage catheter to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.